Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 500 mg/dl, which was treated with manual injection. Caller also stated that the customer's serter was broken. Blood glucose level at the time of the incident was 300 mg/dl. The insulin pump was not replaced or returned for analysis.